Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited an impedance warning. No further information was available. This lv lead remains in service. No adverse patient effects were reported.